Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. No device analysis was performed; the device met risk-based analysis criteria. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that during an implantable neurostimulator (ins) replacement procedure, an impedance test was performed on the left side and resulted in normal impedances. The test was then performed on the right sight and almost all of the contacts had values of greater than 40,000 ohms. The ins battery was disconnected, the extension were wiped and reinserted back into the ins. The impedance test was performed again and resulted in left and side impedances that were greater than 40,000 ohms; it was stated that some of the contacts on the right side normalized. The health care provider (hcp) disconnected and wiped the extensions again with similar results. Alligator clips were then used to test the impedances on the extension and lead, and resulted in impedance values similar to those found during the preoperative check. It was determined that the ins was the issue so a new ins was opened and implanted. Once implanted, another impedance test was performed and resulted in the majority of the contacts being greater than 40,000 ohms. Another disconnection and wipe of the extension occurred with similar results. The hcp and rep then set up a program, turned the battery on and let the program run for about 30 seconds before retesting the impedances. This time, the impedance values were similar to the preoperative test; the issue was resolved, but the cause was unknown. There was, however, a preexisting impedance issue that was persistent; contacts 9 and 10 had impedance values of 60 ohms. There was no known impact or consequence to the patient.

Manufacturer narrative:
Upon further review, it was determined that eval code-conclusion is no longer appropriate as eval code-conclusion was applied.

Manufacturer narrative:
Analysis of the ins (B)(4) activarc mvd, s/n (B)(4) found no anomalies with the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.